Event description:
It was reported that the patient had several non-sustained tachycardia episodes with noisy electrogram. It was confirmed that the patient had shoulder surgery the day and time of the data. The lead remains in use and there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.